Event description:
An article published in scientific literature reported a superficial skin infection that resolved with oral antibiotics in one patient. The article presented a retrospective review of charts dated between september 2013 and may 2017 for patients who had undergone percutaneous ultrasonic tenotomy for insertional achilles tendinopathy with the tenex health tx system. No additional details on the complication were provided. No other complications were noted. Chimenti rl, et al. Percutaneous ultrasonic tenotomy reduces insertional achilles tendinopathy pain with high patient satisfaction and a low complication rate. J ultrasound med 2018; 00:1-7.